Event description:
A peritoneal dialysis (pd) patient experienced a "recurrent" peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified antibiotics (intraperitoneal) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unreported date "since march 2022". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.